Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins) had its first confirmed overdischarge due to not using stimulation. The patient reportedly had no pain, so did not need to use stim, and had not charged for several months. The patient forgot that the ins needed to be charged regardless of use. A physician mode recharge (pmr) was performed and successfully reset the device. The patient recharged the ins and turned the ins on despite instructions to wait until the next appointment to check the device. It was reported, the patient began to feel shocking and jolting after she turned the implantable neurostimulator (ins) on. The shocking and jolting was reportedly felt on the ¿whole body.¿ the patient was unable to turn the ins off with the remote. A physician mode recharge (pmr) was completed several times again, and the shocking/jolting stopped. The device was reportedly off. It was noted, the patient was going to meet with the manufacturer representative (rep) thursday or friday. No diagnostic testing or troubleshooting was performed, but would be in the future. The cause of the issue was unknown/undetermined. The patient¿s status at the time of the current report was ¿unable to obtain.¿ additional information received reported, the patient was in overdischarge for several months. The overdischarge was resolved through the pmr and the patient was able to charge normally. It was reported that the patient experienced an overstimulation sensation. The overstimulation occurred after overdischarge recovery. The patient went to try to turn stim on while at home and got an overstimulation sensation. The overstimulation felt like a shocking and jolting sensation. The rep went to meet with the patient to address the overstimulation by using pmr. Additional information received reported the patient was going to see the patient friday. It was noted, the patient allowed the battery to overdischarge. The patient¿s status and if they were receiving effective therapy was unknown. Additional information received reported the rep saw the patient on 2014 (B)(6). The overdischarge was confirmed with code 0x8 on the clinician programmer (8840). Impedances were within normal limits. The remote and recharger were functioning fine. The patient knew to exercise the ins and not to allow it to overdischarge again. It was noted that stim was confirmed to be correct and not shocking.